Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, cause of the reported failures was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited displaced lens at the distal end, failure of the lens, and a crushed scope body. There was no patient involvement.